Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the orif was done with variax clavicle plate at (B)(6) 2017. Over one year after operation, he fractured again when he supported 750cc bike. The plate was bent to 45° and screws back out and broken was not occurred. All devices were removed and reduce fracture bone and the plate was re-implanted.

Manufacturer narrative:
The reported event that unknown_selzach_product was alleged of 'bone damaged' could be confirmed only according to the provided pictures and x-rays though. Based on investigation, the root cause was attributed to be patient related. The failure was caused by too much mechanical force as the patient lifted / supported his 750cc bike. The sent pictures and x-rays revealed the following: the plate is indeed very badly bent (just above the broken bone) as the lifting / supporting of the patients heavy 750cc bike surely exceeded the mechanical capacity of the plate. Unfortunately it is not clearly evident to which extend the screws were backing out. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the orif was done with variax clavicle plate at (B)(6)2017 . Over one year after operation, he fractured again when he supported 750cc bike. The plate was bent to 45° and screws back out and broken was not occurred. All devices were removed and reduce fracture bone and the plate was re-implanted.